Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set kinked cannula events which led to high blood glucose level and high ketones. They tried to treat it with bolus via pump. Therefore, on (B)(6) 2025, the patient first went to the emergency room and was subsequently hospitalized in ICU due to high blood glucose level. The event occurred within three hours of insertion. Insertion site was abdomen. Infusion set was in use for 2 days. The patient's highest blood glucose level was 775 mg/dl. During hospitalization, the patient received intravenously (IV) and fluids of saline and insulin as corrective treatment which resolved the issue. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.